Event description:
It was reported to boston scientific corporation that an implantation of an obtryx system occurred during a procedure on (B)(6) 2010. According to the complainant, the patient has experienced physical pain, has sustained permanent injury, permanent and physical deformity, has undergone and will undergo corrective surgery or surgeries. (Date/s of onset and specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.